Event description:
The complaint occurred on an unspecified date and involved a 44 cm (17") pur ext set w/clave® spike, 0.2 m filter and bcv mll. When using this filter line device, the infusion bag containing infliximab would not empty or infuse during a patient's infusion. There was no visible defect on the tubing, and no intervention was required. The medication could not be administered. The patient was sent home and was to return the following day for administration. There was no injury/harm to the patient, only treatment delay until the next day.

Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.